Manufacturer narrative:
Qn#:(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that an incident happened with a patient where the bag tore during the removal of the bag. Similar incidents happened several times (maybe 3) previously but we are not able to provide any other information. No date, no lot#, no patient outcome, no device available for investigation.

Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the DHR review was not completed. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments , cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about reported defect. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that an incident happened with a patient where the bag tore during the removal of the bag. Similar incidents happened several times (maybe 3) previously but we are not able to provide any other information. No date, no lot#, no patient outcome, no device available for investigation.